Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. A rhc was performed, and an abbott clinical rep was asked to manually decrease the pressure baseline to undo the previous recalibration. It was determined that the first recalibration of this sensor was incorrect due to the wrong value being entered into the hospital system. This is user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019 a right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was not recalibrated at that time, but may be manually in the future. Accurate readings were observed under the manufacturer's patient care network database.